Manufacturer narrative:
(B)(4). (B)(6). The physical device was not returned; however, a photograph of the device was received for evaluation. Visual inspection of the photograph identified an absent air vent. The reported condition was confirmed. The cause of the condition was not determined. To address this issue, the manufacturer of the air vent was notified of the occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set did not have an air vent. This was noticed before use. There was no patient involvement. No additional information is available.